Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider noted that the patient was last seen on (B)(6) 2016 where he mentioned to the health care provider that the life of his battery was not lasting as long and he had to charge every two weeks or so. There were no complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported there was an elective replacement indicator (eri) message. The patient saw eri on the recharger and the ins was charged and functioning as intended. The patient noted originally the ins battery would last 4 weeks until the ins needed to be charged. The patient said the ins battery went down to lasting only 3 weeks and now the ins battery is only lasting 2.5 weeks. The patient has an appointment on (B)(6) 2018 for ins replacement. The patient said their back has been feeling lousy and the patient was wondering if their back feeling lousy was due to the ins battery running low. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating that the first shortened charge period was in the first week of 2017 when the timespan dropped to 23 days and it had stayed this low since. This contradicts previously reported information. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the patient¿s system was already failing and they wanted a manufacturer representative (rep) to be present at the patient¿s evaluation appointment with the physician. It was noted that the implantable neurostimulator (ins) battery was not lasting as long as it used to and there were no patient symptoms reported. It is unknown when the ins issue was first discovered. Follow-up has been conducted to obtain this information. The indication for use for the implanted device was noted as degenerative disc disease.